Event description:
It was reported that tip damage occurred while using four surgical fibers during a prostate procedure (at 1,672 j, 2,447 j, 1,041 j, and 4,157 joules of use respectively). The procedure was completed using a fifth surgical fiber. There was no patient injury reported. This report is for the first surgical fiber used.

Manufacturer narrative:
(B)(4). The distal part of the glass cap is detached and not returned; the fiber is fractured distal to glue zone at the bevel edge; the fiber exhibits contamination, likely biologic, at the break; the heat shrink tube is melted at the open end; the fiber exhibits mild detritus adhesion. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.